Event description:
A malfunction was reported on the pump, leading to the customer being hospitalized with a high blood glucose (bg) level of 990 mg/dl. Customer was treated with IV fluids and insulin to address the high bg. Customer was released on (B)(6) 2025 with no permanent damage. Technical support was unable to retrieve a malfunction code, as the customer did not have access to the pump for an extended period. The pump was covered under warranty, and technical support arranged for its replacement with updated software. The customer acknowledged the need for storage and return instructions, opting to use mdi as backup therapy.